Event description:
A call was received through medtronic's technical services department reporting battery depletion and the device not allowing measurements to be taken. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary device analysis revealed the battery depleted due to a high current drain condition. Further testing showed that the high current drain was caused by a leaky capacitor.

Event description:
Asku